Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was ventricular under-sensing noted during high rate non sustained episodes on the right ventricular (rv) lead. It was also reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for atrial fibrillation and rapid ventricular response. Both products remain in use. No further patient complications have been reported as a result of this event.